Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient experienced episodes of syncope and fell during one of the episodes. The patient advocate reported that a remote interrogation was previously performed and reviewed by the physician, however, a recent remote interrogation was also going to be performed for review by the physician. A boston scientific company representative referred the patient to their physician. This product remains implanted and in service. No additional adverse patient effects were reported.